Event description:
Faulty valve sets are permitting leaking of IV parenteral nutrition ingredients into parenteral nutrition bags while on the automated compounding device. Specifically, lipids are leaking into parenteral nutrition bags which are not to contain lipid. This is a significant safety risk and is now a known issue, but unclear how many lots are affected. FDA safety report ID # (B)(4).